Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 7 unspecified bd syringes separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into shield and shields are very hard to remove. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated this happened with about 24-25 syringes. Stated the caps are very hard to remove. Discarded second product box - no information available. Consumer stated she uses mail order but has also used her local (B)(6). Lot # 0090638, cat # 328291, date of event: unknown, samples: yes, sending mail kit".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (25) loose 3/10cc syringes. Customer states that the hub separates into the shield. All returned syringes were examined and 17 out of 25 samples were returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Customer states that the shields are very hard to remove. All returned syringes were examined and 17 out of 25 samples were returned with the hub-needle/shield assembly separated from the barrel, which is investigated under investigation child record 2173124. All remaining samples were tested to determine the cap and shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force data: syringe 1, shield removal force: 2.80 lbs; syringe 2, 2.87 lbs.; syringe 3, 3.32 lbs.; syringe 4, 2.79 lbs.; syringe 5, 3.13 lbs.; syringe 6, 2.60 lbs.; syringe 7, 2.84 lbs.; syringe 8, 2.55 lbs. All removal forces fall within specification. Bd was able to confirm the customer¿s indicated failure hub separates into the shield. Bd was able to confirm the customer¿s indicated failure shields are very hard to remove. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 7 unspecified bd syringes separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separates into shield and shields are very hard to remove. Verbatim: consumer reported when removing the orange caps the whole needle component comes off with the cap. Stated this happened with about 24-25 syringes. Stated the caps are very hard to remove. Discarded second product box - no information available. Consumer stated she uses mail order but has also used her local walgreen's. Lot # 0090638, cat # 328291. Date of event: unknown, samples: yes, sending mail kit."